Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 4 may 2017. The fse adjusted the incubator and wash temperatures to specifications. The engineer replaced the wash syringe bushings then re-calibrated and re-ran quality control which were reported to be in range. The engineer also completed the annual preventive maintenaince. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was bad wash syringe bushings

Event description:
On (B)(6) 2017 a customer reported recovering controls high with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting prl and bhcg patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.